Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during advancement of the 3.0x23 mm promus stent delivery system (sds), the shaft kinked and fractured. The device was removed from the pt anatomy, and a new promus sds of the same size was used. There was no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.